Event description:
I have been using amo complete moisture plus at the recommendation of my ophthalmologist since 2006. Since that time, I have had some itching and stinging of my eyes. I assumed it was just my contacts, but my eyes tend to water when my contacts are not in my eyes.